Event description:
A customer's mother reported via phone call indicating that their insulin pump delivered 16 units of insulin accidently. The customer does not know if the insulin was delivered accidently or on purpose. The customer did not upload to carelink. The customer was assisted with viewing the alarm history but found no alarms. The patient's blood glucose level was 5.7 mmol/l at the time of the call. The customer will upload carelink and was advised to call back if they had any further issues with their insulin pump. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.